Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that she had excessive no delivery alarm. Customer's blood glucose was 500 mg/dl. The customer has not yet treated because when she trying to bolus it gave her a no delivery alarm. The customer was advised that in order to troubleshoot their pump, set and reservoir we may request that they change set and/or reservoir. The customer was advised to clear the alarm with esc and act. The customer was asked to disconnect from the pump. The customer was advised to manually push plunger and verify exits the tubing. The customer stated insulin did exit. The customer was advised to rewind pump, place reservoir in pump and run manual prime to at least 5.0 units. Customer stated the device alarm no delivery. The customer was advised the pump is working as designed. The customer was advised to monitor. The customer was able to delivered a bolus.